Event description:
Patient reported "encapsulation and a rupture in a prosthesis", and textured exchange due to concerns with the device. This record is for an unknown-side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "encapsulation and a rupture in a prosthesis", and textured exchange due to concerns with the device.